Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) to report that her onetouch ping meter displayed an ¿apply sample¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged the problem with the meter started on ¿(B)(6) 2015 about 2:00 pm,¿ when she attempted to test her blood glucose levels and obtained the alleged error message. The patient manages her diabetes with insulin pump therapy. She denied making any changes to her regular diabetes management regimen as a result of the message she obtained. She alleged, on ¿(B)(6) 2015, about 5:00 am¿, she experienced symptoms of ¿weakness [and] disorientation¿. She reported she was taken to the emergency room (ER), and at about 5:30 am on (B)(6) 2015, she received IV glucose from a healthcare professional (hcp). Also at 5:30 am on (B)(6) 2015, she reported obtaining a blood glucose result from the lab of ¿575 mg/dl¿. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and the patient had used the correct test strips. However, at the time of the call, the patient did not have the correct test strips available with which to test the meter and, as a result, the csr was unable to ascertain whether the test strips completely drew in the sample. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (02/28/2015). The patient¿s meter and test strips have been returned on 2/13/2015 and 2/20/2015, respectively, and evaluated by lifescan product analysis on 2/17/2015 and 2/24/2015, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have spc pin 1 lifted high. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.